Event description:
Discrepant advia centaur xp troponin results were obtained on patient samples. The results were reported to the physician(s). The samples were retested and corrected results were reported. The customer does not know of patient intervention or report of adverse health consequences due to the discrepant troponin results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discrepant troponin results was due to the presence of air bubbles in wash 1 line which was caused by the operator during the change of the wash 1 bottle. The instrument is performing within specifications. No further evaluation of the device is required.